Event description:
It was reported that the patient had removal surgery for bha due to an infection.

Manufacturer narrative:
Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterilization records verified the sterility of the reported product lot. Complaint history review indicates there have been no other events for any of the reported lots or corresponding sterile lots. The centrax insert cat number 6226-2-651 and head cat number 6260-5-126 lot number 33137506 were returned in used condition. The shell, bearing insert, and snap ring subcomponents were disassembled. Some biological material was observed in the shell and the groove of the bearing insert subcomponents. It is unknown if this material is from the primary or revision surgery. Some scratches are visible on the shell and head. The event could not be confirmed nor the root cause be determined with the information provided. The reported event is not device related. Infection is a known possible adverse event of surgery. For previously reported similar events where sufficient information was provided to stryker, the root causes were not found to be manufacturing related.